Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 30-degree endoscope had recoverable errors. The image was distorted (mirrored) after camera was re-inserted onto the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a prostatectomy. The image appeared inverted/mirrored. The event did not involve a reversed control on system arms, however the endoscope moved freely with uncontrolled motion. The system recognized the correct scope but with recoverable faults. The surgeon confirmed the desired orientation when endoscope was installed. The reported was unsure if an indication of the image orientation provided to the surgeon via user interface. The issue was resolved by using a backup scope to complete the procedure. The vision issue did not result in patient injury. Hospital declined to provide patient data.

Manufacturer narrative:
The 30-degree endoscope has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the reported complaint. The focus of the endoscope was tested on a system and found to have failed the focus test at all distances on the left eye. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and noises were heard during testing and confirmed as binding.

Event description:
Refer to h10/h11 for follow-up information.